Event description:
New information noted that the lead was capped and replaced on (B)(6) 2015. The patient was stable post procedure.

Event description:
It was reported that the patient received a vibratory alert and presented in clinic for follow up. Upon device interrogation, the left ventricular lead exhibited high impedance. The patient experienced phrenic nerve stimulation when the device was programmed to a different vector. The lead was programmed off. The patient was fine post event.

Manufacturer narrative:
UDI (di): (B)(4).